Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported failure was not confirmed, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had e315 incompatible scope error code occur during inspection for use. There were no reports of patient involvement.